Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that the insulin pump also alarmed bad battery twice and was unable to take her insulin via insulin pump. She stated that she was able to press the act button on the options up to the bolus wizard. She stated that she was unable to garner a response from the act button on the edit settings menu. The customer's blood glucose was 262 mg/dl, and she was advised to treat for high blood glucose. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.